Event description:
Ongoing equipment error for more than six months. Hologic brevera needle system is not operating correctly. Not getting vacuum and aspiration on tissue samples. Limited tissue samples. Lavage and aspiration did not work properly or manually, which resulted in large hematoma and bleeding in breast. Needle system repair or board. Brevera device is not safe to know if will get the proper number of samples or if any.